Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test. The cycler underwent and failed the valve actuation test due to balloon valve nine did not actuate. An internal visual inspection found no visual evidence of dried fluid. The seven valve manifold was not secured to the baseplate. The four screws were not present. The ground wires on the front panel assembly were not between the bottom of the functional board and the base plate. The cycler underwent and passed the mushroom head check. The cycler¿s glucose test strip passed, however; the cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record found a balloon valve leak alarm had occurred and the manifold a valve cables were loose. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in step 9 while removing the cassette after ending their pd treatment. The patient reported receiving a balloon valve leak alarm during fill 2 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is from an unknown area of the cassette. Fluid did come in contact with the cycler and moisture was found in the head pump. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested from patient, but to date has not been provided.

Manufacturer narrative:
Correction: b3, d11.